Event description:
Pt called lfs in 06/2002 alleging that their surestep enhanced meter was reading inaccurately high. Medical affairs specialist called customer the next day and obtained the following info: customer had reportedly taken their medication when they woke up on event date. Around 8:52 am, pt obtained a fasting blood glucose result of "254 mg/dl". Pt reported feeling weak, not being able to move, slurred speech, and sweating. Their family member drove them to the ER at 10:00 am. ER obtained a blood glucose result of "52 mg/dl" on an accuchek" hospital meter. Customer received "IV glucose" for treatment and was admitted to the hospital for 3 days for hypoglycemia. Pt has reportedly been cleaning their surestep enhanced meter with alcohol. Cleaning meters with alcohol may cause permanent damage to the meter and result in inaccurate readings. Customer also did not have control solution to determine accuracy of the system through a quality control test. Meter and reagents have been replaced.